Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced two low blood glucose (bg) levels on (B)(6) 2024 and (B)(6) 2024 of 49-69 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for both low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.